Event description:
Plate and leg screw were implanted in the femoral head of the pt on an unknown date. Pt complained of pain post-operative. Plate and leg screw were removed in 2000 and it was noted that the leg screw had fused inside the barrel of the plate.